Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was admitted to the facility on (B)(6) 2011 and underwent spine fusion surgery on the cervical region of his spine from vertebrae c4 to c7. It was reported that rhbmp-2 was used in the surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op patient had increasing neck pain, numbness in his right hands and fingers, headaches, loss of grip and difficulty swallowing. Patient had decreased range of motion in his neck and is unable to look all the way up or all the way down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.